Event description:
Provider obtained rfa (radiofrequency ablation) access using ultrasound and verifying access location with rfa angiogram. The 14 french impella sheath was inserted following several rfa dilitations. He then advanced the impella cp catheter but was met with resistance. Attempts to advance the pump led to prolapsing of the shaft due to kinking of the impella sheath from severe tortuosity of the patient's anatomy. The impella sheath and catheter were then removed as a unit. After the device was removed it was observed that the tip of the impella catheter had broken off. Nothing was left behind in the patient's body. No harm to the patient.